Event description:
During a follow-up in clinic, out of range defibrillation impedance was noted on the right ventricular lead. The device was reprogrammed to resolve the event. The patient was stable.